Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor displayed a service code 110. The cause for the failure was to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was displaying a service code 110 - overvoltage cleared no energy.